Manufacturer narrative:
The following devices were also listed in this report: trident psl ha cluster 54mm; cat# 542-11-54f; lot# mjh4jh, delta v-40 ceramic head 36/+2,5; cat# 6570-0-536; lot# 33517601, accolade tmzf hip stem #5; cat# 6020-0537; lot# 35274001. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Review of the product history records indicate devices were manufactured and accepted into final stock with no relevant reported relevant discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Not available.

Event description:
Revision hip surgery. Patient was revised due to pain. Rep not present for procedure, cause or possible cause of pain not reported. Patient revised to a competitor construct. Rep reported that x-rays, medical records, and further information are not available due to surgeon policy.